Event description:
It was reported that the device was used during a vlc procedure. The clips of the device were malformed. Another device was used to complete the case. There was no consequence to the pt.